Event description:
It was reported there was fluid present and an infection in the pump pocket. The symptoms were a "blister" at the end of surgical pocket incision, "infected purulent seroma." A culture was taken by the surgeon. The patient was due for a refill. The patient was brought to the operating room (or) on (B)(6) 2012 to clean out the pocket and it was planned to perform the refill under sterile procedure in the or. The pump could not be refilled due to the infection. The pump had one ml left of medication. The patient had not decided whether they want to keep or explant the pump. There was no withdrawal; the patient was being managed orally. The patient was receiving effective therapy. It was planned to remove the surgical drain on (B)(6) 2012. The pump was delivering lioresal.

Event description:
It was later reported that the device was explanted. The status of the device was unknown. It was further reported that had two pump pocket ¿clean outs¿ for infection. It was stated that the pump was initially exposed through the pump pocket and the physician was planning to revise the pocket. However they didn't end up doing that actually. The most recent infection was stated to be on the (B)(6) and the prior one was back in (B)(6) 2012 when they went back in the operating room (or,) opened up the pocket, ¿it wasn't open, but it was just - so they opened it up, cleaned it out¿. In regards to the recent infection, they were ¿having plastics come in to basically put another piece of skin over it¿ but on the (B)(6), but they decided against it and then they explanted the next week; reporter wasn¿t sure if it was the (B)(6) 2013 when they explanted it. The healthcare provider wanted to know if they could re-sterilize the pump. Per reporter they wanted to sterilize it and re-implant the explanted pump.

Event description:
Additional information was received. It was reported that the pump was alarming for an empty reservoir volume and low reservoir volume, but the reservoir volume was above the low reservoir alarm volume threshold. The pump was updated and the volume was reprogrammed, but the alarms both sounded again. It was also noted that they attempted to change the refill alarm date to a later time, but the alarms began occurring. About six weeks later, it was reported that the pump had been turned to minimum rate while the pocket infection cleared. The patient had been treated multiple times for the infection, a culture was done, and the patient was approved to be refilled. The pump was refilled on (B)(6).

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
The pump was reported to be exposed. The patient did not have an infection; the pump was exposed through the skin. The pump was working great for the patient, but would be explanted after a few days of weaning.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter: product ID 8591-38, lot# d22974, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).